Event description:
Bbraun's addease binary connector for attaching IV medication vials to IV diluent bags, 50ml and 100ml, are coring the bag's port diaphragm during assembly. Samples of cored bags sent back to the manufacturer for testing. Bbraun announced to us on 6/20/2010 that they were stopping the production of the product. No recall has been issued. Dates of use: (B)(6) 2008 - (B)(6) 2010. Diagnosis or reason for use: compound IV piggyback medication bags. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? Yes.